Event description:
It was reported by the patient¿s spouse that the patient¿s blood glucose reached over 250 mg/dL. The Pod had been worn for between 24 and 36 hours on the patient¿s abdomen. When the Pod was removed, it was reported that the cannula was not visible and had retracted. No impact to the patient's glucose level was reported. The affected Pod was discarded. Treatment details were not provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 4.0.2Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: G6Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.